Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the lock latch failed due to wearing and repeated use over time. In addition, it is also likely due to the user's attempt to pull out the video connector without lowering the lock release level. This makes the connection of the video connector and electrical contacts to become unstable, which can affect the image transmission of the scope and video processor, leading to image issues. Regarding the removal of the scope, the following is identified within the instruction manual: - hold the video system center with a hand so that it will not move and disconnect the endoscope while pushing the locking lever down (for the videoscope only). Disconnect the light guide cable from the light source. For details, refer to the instruction manual for the light source. Hold the video system center with a hand so that it will not move and disconnect the camera head while pushing the locking lever down (for the camera head only).

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified procedure of the gastroscopy, the image of the subject device flashed when the gif-lv1 videoscope was connected to the subject device and shake the connector. The user completed the procedure with the subject device. Olympus china checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with this event.